Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, there was tested the micromanipulator on the console. It was verified the aiming beam from laser, the console and the surgical microscope were fitted, cleaned lenses and suspected pitting on an internal lens. The beam issue was confirmed, the micromanipulator was defective therefore, the reported allegation was confirmed leading to the reported event. Most likely the malfunction could have affected the device performance leading to the event experienced by the customer. A device history record review was not performed and the risk review confirmed that the event is accounted for in the risk documentation. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation

Event description:
It was reported that there was a double aiming beam when attaching micro and hand scanner the micromanipulator is misaligned and needs service and alignment. There was no patient involved.